Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h4, h8, h11. The following section was corrected: h5. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4, h4. Visually verified item and lot combination. Product exhibits signs of use (scuffs, dings) and confirming complaint - the inserter foot is fractured, all pieces were not returned. Performed dimensional analysis, results are within specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Show less.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while inserting cementless tibia, metal attachment on inserter snapped. The surgeon was able to retrieve fractured piece. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ united kingdom. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.